Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt the was unable to communicate with a monitor. The cause for the failure was that the trunk cable was pulled from the strain relief and the trunk cable connector j702 connector was unplugged from j702 connector on the distribution node (dn) pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable).